Event description:
The patient was experiencing pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2022 during which the ipg was relocated. Stimulation was restored following the procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.